Event description:
It was reported that during right internal carotid artery (ica) supraclinoid segment aneurysm procedure, the operator positioned the microcatheter and prepared to deploy the subject flow diverter stent. Following successful deployment, the proximal end of the stent exhibited poor wall apposition, prompting the operator to perform routine massage. During this process, the entire stent retracted, failing to fully cover the aneurysm neck. Subsequently, the operator delivered and deployed another flow diverter stent through the same microcatheter, using it to overlap the first stent and successfully complete the procedure.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was returned inside the dispenser hoop. The distal sdw was kinked/bent. The stent and introducer sheath were not returned. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed as the stent itself was implanted. The sdw was only returned. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be moderately tortuous. Only the sdw was returned as the stent was implanted. Product analysis found the sdw to be kinked/bent. It is most likely that the stent failed to open due to the anatomy of the patient, and during the attempt to re-adjust and massage the stent to appose the vessel wall adequately, the stent became dislodged/migrated unintentionally. An assignable cause of procedural factors will be assigned to the reported events: ¿stent failed/unable to open¿ and ¿stent dislodged/migrated' and the analyzed event: 'sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during right internal carotid artery (ica) supraclinoid segment aneurysm procedure, the operator positioned the microcatheter and prepared to deploy the subject flow diverter stent. Following successful deployment, the proximal end of the stent exhibited poor wall apposition, prompting the operator to perform routine massage. During this process, the entire stent retracted, failing to fully cover the aneurysm neck. Subsequently, the operator delivered and deployed another flow diverter stent through the same microcatheter, using it to overlap the first stent and successfully complete the procedure.